Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for the initial surgical procedure? What color cartridges and sequence were used throughout the procedure? Was buttressing material utilized? How was leak identified? Was the site of leak identified? Was any staple malformation identified at the site of the leak? How many days post-op was the reoperation performed? What is the current patient status?

Event description:
It was reported that the surgeon reported that there is a leak case on his patient which operated on (B)(6). The leak was noticed 3 days post-op and the patient was re-operated with revised gastric bypass surgery.

Manufacturer narrative:
Product complaint # (B)(4). What were the indications for the initial surgical procedure? [Lap sleeve gastrectomy]. What color cartridges and sequence were used throughout the procedure? [Green, gold and blue]. Was buttressing material utilized? [Nil]. How was leak identified? [Unknown - information unavailable]. Was the site of leak identified? [Unknown - information unavailable]. Was any staple malformation identified at the site of the leak? [Unknown - information unavailable]. How many days post-op was the reoperation performed? [3 days]. What is the current patient status? [Unknown - information unavailable].